Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6)2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During visual analysis of the sample was found rupture and received in three (3) parts. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 425cc mentor memorygel left breast implant and a 450cc mentor memorygel right breast implant experienced bilateral rupture and right sided capsular contracture baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with 450cc mentor memorygel breast implants on (B)(6) 2019. This report is for the left sided device. See 1645337-2019-24957 for contralateral prosthesis report.